Event description:
While using the needle on a (B)(6) female patient the needle separated from the hub and was lodged in tissue. The needle had to be surgically removed. Lot number corrected to 11i11.